Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of noisy signals that is likely due to an interaction between the patient's sicd and lvad. The patient has recently received an additional inappropriate shock due to this oversensing. The patient has gone home with no system reprogramming. The physician is currently considering replacement at this time. No adverse events were reported at this time.